Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator had an alarm clock battery low then invalid s/n and now inop. She found the 3 volt battery on the main pcb was loose the spring was too open and not holding the coin cell battery. Found during performance checks, no pt involvement.

Manufacturer narrative:
Serial number has been corrected: (B)(4).